Manufacturer narrative:
It is noted that this batch was not supplied to the us. Based on the investigation, a human error led to the manufacturing fault. This report is submitted following an FDA inspection at the manufacturer facility. This product is no longer marketed in the USA.

Event description:
Prior to implantation of a fixion im tibia nail in (B)(6), it was detected that the nail had a wrong curvature. Another nail was used.